Event description:
It was reported that five weeks following a posterior support procedure performed in 2007, the pt experienced vaginal discharge. The doctor examined the pt and found a dime sized area of mesh extrusion at the midline incision of the posterior site. The doctor cleaned up the mucosal flaps and reclosed the incision with 2-0 vicryl sutures. No catheter was used post op. The pt has retained vaginal support and described as doing fine.

Manufacturer narrative:
The lot number is unk; therefore, no review of the device history record could be performed. Extrusion is a well known potential complication of this type of procedure. The instructions for use which accompanies each device states in the section labeled adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.